Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose level of 600 mg/dl. The customer was treated with intravenous saline and insulin and was released from the ER the same day with no permanent damage and the issue resolved. Reportedly, the cause for the reported issue was due to the pump battery depleting quickly, resulting in the pump shutting down. The customer continued to use the pump for insulin therapy.